Event description:
Initial reporter indicated the pt had high lead impedance on a system diagnostics test, indicating a possible lead malfunction. The pt reported "not feeling stimulation for a month." The vns device was programmed to zero output current and revision surgery is planned. No report of trauma or pt manipulation of their lead was reported in relation to the reported high lead impedance event. Good faith attempts will be made for explanted product return once the revision surgery occurs.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.